Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event; however, this was not confirmed via diagnostic imaging. Abbott technical support was contacted and the ra lead was deactivated to resolve the event. The patient was in stable condition.